Event description:
It was reported by the customer that a pyxis medstation es system had hardware failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that after getting new pyxis machines having hardware failure. The field service engineer investigated machine and cycle drawer, multiple times in hardware testing network and application could not re-create the failure. The system functioned as intended after the field service engineer troubleshooted the device.